Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of under 40 mg/dl. To treat the low bg level, the customer consumed juice and cake. At the time of the reported event, the customer's bg level was 100 mg/dl.